Manufacturer narrative:
Evaluation summary: only a portion of the lens containing a haptic was returned for evaluation in a lens case base with a piece of adhesive tape used as the lid. The lens case lid was not returned. Solution is dried on the lens. The haptic is bent in the gusset area and broken in the distal area (not returned). The optic is cut, typical of insertion and removal (portion containing the other haptic was not returned). Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased visual acuity because of refractive error. Additional information received indicates that the iol was removed in a secondary procedure.